Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an unspecified alarm. There was no adverse impact to the customer¿s blood glucose. Customer changed the pump supplies and continued to use the pump for insulin therapy.